Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial results were: sodium 157 meq/l potassium 4.2 meq/l chloride 76 meq/l on (B)(6) 2015, the sample was repeated on the same analyzer and the results were: sodium 131 meq/l potassium 3.3 meq/l chloride 90 meq/l the sample was tested on (B)(6) 2015 on a radiometer avl 800 and the results were: sodium 134 meq/l potassium 3.3 meq/l chloride 95 meq/l the initial results were reported outside the laboratory. The repeat results from the same analyzer were believed to be correct. The patient was admitted to the hospital. The customer could not provide any further information concerning the patient. No adverse event was reported. The electrode lot numbers and expiration dated were requested, but were not provided. The field service representative found there was a fluidic failure of the reference electrode and replaced it. The customer ran calibration and qc with results within specifications. A precision test was performed on the ise assays and all values were within specification.

Manufacturer narrative:
A specific root cause could not be identified. The investigation found the repeat results recovered in the opposite direction from the initial results. Possible causes of this type of behavior include air in the sample channel, leakage current coming from the waste, and an old and/or expired reference electrode.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.